Event description:
A reactive advia centaur (B)(6) result and a non-reactive (B)(6) total result were obtained for a pt sample. The customer performed repeat (B)(6) and (B)(6) testing on a different advia centaur system and the results were the same. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant reactive advia centaur (B)(6) result is unk. The customer runs 40 pt samples daily and have reported this as an isolated occurrence. The instrument is performing within specs.